Manufacturer narrative:
If implanted, give date: not applicable no patient contact reported. If explanted, give date: not applicable no patient contact reported. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during handling but prior to insertion, it was noticed that the very tip of the cartridge of a preloaded delivery system seemed to have an extra piece of plastic. Reportedly, the surgeon did not want to use it. No patient contact was reported. No further information was provided.

Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 03/06/2018. Device evaluation: the preloaded delivery system was returned at the manufacturing site for evaluation. Visual inspection showed that the plunger was in advanced position and locked. There was no viscoelastic residue observed inside the cartridge. The intraocular lens (iol) was observed folded and stuck in the cartridge tip. The cartridge tip was observed deformed and no extra piece of plastic was observed. Because the device was handled, a product deficiency cannot be identified. Based on the investigation, the customer's reported complaint for an extra piece of plastic/flash was not confirmed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.